Manufacturer narrative:
(B)(4). Device eval pending. Reported as issue represents a possible malfunction in device subject to current field action.

Event description:
AED returned for (B)(4) did not pass initial eval test at factory.